Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was leaking from the middle of the right side edge of the bag fold. There appeared to be a cut or tear in the middle right side folded edge of the bag. The reported condition was verified. The cause of the reported condition was most likely inherent due to variations in the manufacturing equipment process causing a cut or tear defect in the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from a split in the side seam of the bag. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.